Event description:
As reported by the user facility: two days after infusion of chemotherapy drugs, the connector cracked and leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging, and one (1) photograph were provided for evaluation. The provided photograph was visually reviewed and showed an ultrasite outside its packaging, appearing to have been used. No evidence of cracking was observed in the photograph, and the reported leakage was not visible. Thereafter, the sample was visually inspected, and functional leakage tested with passing results. No physical damage was observed on the ultrasite returned. Based on the investigation finding, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.